Event description:
Pt was revised to address loosening of the tibial and talar components.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the products were not suspected of failing to meet specs or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.